Manufacturer narrative:
Investigation evaluation: during the initial evaluation, it was observed that the forcep cups are misaligned. However, the misalignment is intermittent. In some cases, the forceps cups close in the aligned position and in other cases, the cups close in a misaligned position. The forceps head is angled to one side and is not in alignment with the sheath. The device will be sent to the supplier for further evaluation. A follow up report will be generated once the evaluation is received from the approved supplier. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Prior to distribution, all captura hot serrated forceps w/o spike are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook captura hot serrated forceps w/o spike. A piece of metal was sticking out of the forcep via endo view (camera view) but when it [the device] was removed, the metal portion was gone. The reporter states he cannot see the metal piece. Upon receiving the device for evaluation on 11/12/2015, it was noted that the forcep cups are misaligned.

Manufacturer narrative:
Investigation evaluation: during the initial evaluation, it was observed that the forceps cups are misaligned. However, the misalignment is intermittent. In some cases the forceps cups close in the aligned position and in other cases the cups close in a misaligned position. The forceps head is angled to one side and is not in alignment with the sheath. The device will be sent to the supplier for further evaluation. The supplier provided the following information on 12/15/2015: during the initial inspection, it was verified that the cups were not aligned. Under magnification, the link wires are properly aligned and do not contribute to the misaligned condition of the cups. The device pivot pin provides sufficient room for the cups to open and close without rubbing. The distance between the fork tips is greater than the specification. This larger dimension allows for greater side to side cup movement and likelihood they will be misaligned. The non-conforming measured distance is at the fork tip. The device tip is angled from the jacketed cable and fails a requirement in the (fqc) checklist. The device traveled through a tortuous path in the endoscope without difficulty. The bent tip did not cause the device to become "stuck in the scope". The rubberized grey or black coating that covers the sheath coil spring is trimmed evenly, with no tags and does not contribute to the angled tip. The device tip is welded as confirmed by multiple tug tests. Under magnification, it was determined that the device is intact and there are no missing parts. No additional anomalies were discovered. The device history records could not be reviewed since the lot number was not available. The inspection records for the fork component could not be reviewed without the traceability of the lot number. The customer experienced issue of "piece of metal was sticking out of the forceps" was not confirmed. The device was intact with no missing parts. The additional issue determined by cook's evaluation of misaligned cups was confirmed. The root cause was determined to be the distance between the fork tips, which was greater than specification. It is unknown when or how the fork tips became out of specification. Proper cup alignment is an inspection criterion on the final quality control (fqc) checklist. Each device is inspected for proper cup alignment prior to release. No corrective action will be implemented at this time. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: the supplier could not confirm the customer experienced issue of "piece of metal was sticking out of the forceps". The device was intact with no missing parts. However, cup misalignment was confirmed by the supplier. The supplier has determined the root cause of the misaligned cups to be the distance between the fork tips, which was greater than specification. It is unknown when or how the fork tips became out of specification. It is possible that the teeth of the misaligned cups shaved a very small piece of the endoscope channel material and that shaving is what was observed by the user. Misalignment of the cups can occur if the device makes contact with a hard surface during use and/or general handling. This can occur if the device is advanced through the accessory channel of the endoscope while the cups are in the open position. The instructions for use for this product line caution the user that the forceps must remain closed during introduction into, advancement through, and removal from the endoscope. If the cups are open during endoscopic advancement, damage to the device and/or endoscope may occur. Prior to distribution, all captura hot serrated forceps w/o spike are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.